Event description:
It was reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. Upon removal from the patient, the capsule was still hanging on the device and then fell off. It didn't appear that the capsule had attached to the esophagus. The patient required extra sedation due to the delay from completing the procedure with another device. No injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp. The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (2007).